Manufacturer narrative:
Catheter.

Event description:
The pt experienced pain following implant. The catheter was replaced. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.